Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on june 23, 2018 with blood glucose of 1179 mg/dl. Customer was feeling sick and the blood glucose reading was high. The customer experienced symptoms such as nausea and vomiting. The customer was treated at the hospital. Customer's blood glucose reading was 177 mg/dl the morning prior to call. Customer declined further troubleshooting on high blood glucose issue and stated that he wanted that insulin pump replaced. . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08750 inches.